Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that two days after ventricular assist device (vad) implant, the patient was doing well and was extubated. Aspiration was suspected following extubation. The patient had a pulmonary infection, and it was not related to the vad. The patient declined and the family decided to withdraw care. The patient subsequently expired, and the cause of death was not provided. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, infection, and death are known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after ventricular assist device (vad) implant, the patient was doing well and was extubated. Aspiration was suspected following extubation. The patient had a pulmonary infection, and it was not related to the vad. The patient declined and the family decided to withdraw care. The patient subsequently expired, and the cause of death was not provided.

Event description:
It was reported that two days after ventricular assist device (vad) implant, the patient was doing well and was extubated. Aspiration was suspected following extubation. The patient had a pulmonary infection, and it was not related to the vad. The patient declined and the family decided to withdraw care. The patient subsequently expired, and the cause of death was not provided.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that two days after ventricular assist device (vad) implant, the patient was doing well and was extubated. Aspiration was suspected following extubation. The patient had a pulmonary infection, and it was not related to the vad. The patient declined and the family decided to withdraw care. The patient subsequently expired, and the cause of death was not provided. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, infection, and death are known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.